Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the distal left circumflex artery. A 2.00mm x 12mm maverick 2 balloon catheter was advanced for treatment. However, upon pre-dilatation, a shaft break occurred. The device was removed and the procedure was completed with another of the same device . There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
A1 - patient identifier: (B)(6). D4 - lot number: updated from 26435401 to 26406022 as per product received. Device evaluated by MFR: returned product consisted of a maverick 2 mr balloon catheter. The device was visually and microscopically examined. There was a hypotube separation 15.2cm from the strain relief. The separated ends of the hypotube were ovaled, indicating the hypotube was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device contributing to the reported crossing difficulty. The reported no cross in the lesion could not be confirmed as the clinical circumstances could not be replicated.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the distal left circumflex artery. A 2.00mm x 12mm maverick 2 balloon catheter was advanced for treatment. However, upon pre-dilatation, a shaft break occurred. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.